Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a thermally sensitive crystal oscillator, designator y2.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. The customer advised that the led's on the keypad would flash but that the device does not complete the power on cycle. There was no patient use associated with the reported event.